Event description:
"The clamp damaged the aorta when she went to clamp it, even after removing the clamp, there was an impression of the serrated jaws on the aorta." "Repeat surgery for aortic recoarctation requiring bypass and circulatory arrest. No long term issues." As reported.

Manufacturer narrative:
Our investigation found the jaws on this seven year old clamp were "repaired" by an unauthorized repair facility. The unauthorized facility altered the shape of the jaws to be wider, causing the tips to be more traumatic. We repaired this clamp and restored it to our specifications. Restored device returned to health facility.